Event description:
It was reported that the device showed sensing anomaly. The device had reached eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of sensing anomaly was confirmed in the laboratory. The device was confirmed to have a battery voltage well below the end of service voltage and began to sense noise at voltages less than that as the battery voltage is insufficient for proper operation of the circuits. The device was tested using automated test equipment and no anomalies were found. The cause of the sensing anomaly was suspected to be the low voltage of the battery.